Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded motor home switch. Unable to perform rewind, displacement test or verify communication and basal anomaly due to motor error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s settings are dropped. Customer stated that she just noticed it today she started getting shaky and she looked at her basal rates were gone and she had to put them back in. There are no alerts or alarms in the insulin pump to indicate why she isn't getting any insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.